Manufacturer narrative:
(B)(4): inspection and analysis of the phacoemulsification unit was completed by field service engineer. During the testing of the system, the screen was slow in responding and went into safe mode. Field service engineer replaced hard drive and network adaptor. System software and host was reloaded. System operating properly and meets amo specifications. No additional information was provided.

Event description:
It was reported that during a cataract procedure, the phacoemulsification machine became unresponsive when in phaco mode and attempting to switch to irrigation/aspiration. Physician was unable to power down the system and therefore, unplugged the machine. Procedure was completed with a back up unit. No patient injury was reported.